Event description:
A pain pump was returned. It was noted to be at end-of-life. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump discovered that the pump head had a deformed pump tube.